Event description:
Pt had left lobular in situ cancer in 1975 ("sent 10") underwent left modified radical mastectomy and right "partial" mastectomy. A yr later had bilateral reconstruction with bilumen 200 gel: 125 saline (total 325cc) implants apparently had possible capsular contracture/subclinical infection requiring removal of right implant and reconstruction 6 mos later with 275cc gel:50cc saline bilumen implant. Pt states right has always been smaller but pt wears a padded bra and had no problems or complaints until the end of last yr. Pt developed upper respiratory infection with persistent cough up and down, symptoms are lessening but pt had pleuritic symptoms on left, work up by dr was negative. Now pain is worsening - it is low grade, constant ache, deep chest.